Event description:
A critical picu patient was on continuous vasopressors via an infusion pump, including epinephrine and norepinephrine. Without intervention, the channel that was infusing the norepinephrine drip spontaneously beeped and turned itself off reading "channel disconnect." The drip was moved to another channel. Later, during transport to CT scan, two channels (norepinephrine and midazolam drips) also stopped. The patient's blood pressure dipped slightly, but recovered quickly when the channels were restarted.

Event description:
A critical picu patient was on continuous vasopressors via an infusion pump, including epinephrine and norepinephrine. Without intervention, the channel that was infusing the norepinephrine drip spontaneously beeped and turned itself off reading "channel disconnect." The drip was moved to another channel. Later, during transport to CT scan, two channels (norepinephrine and midazolam drips) also stopped. The patient's blood pressure dipped slightly, but recovered quickly when the channels were restarted.